Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing new pain which was incisional site related that occurred after the implant procedure. The pain was believed to be related to the procedure. The physician prescribed muscle relaxers and instructed patient to allow six months for the pain to subside. No device malfunction was suspected.